Manufacturer narrative:
The distributor performed a checkout of the system, but did not confirm, the reported issue. Block a: no report of patient involvement. Block d4: no UDI available, as device was manufactured, prior to UDI compliance date. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported, that there was a malfunction. Resulting in loss of mechanical ventilation. There was no patient involvement.